Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s right ventricular (rv) and right atrial (ra) leads exhibited noise oversensing in which resulted in pacing inhibition and automatic mode switch (ams) episodes. Both rv and ra leads were capped and replaced on (B)(6) 2025. The patient was in stable condition.